Event description:
Ous MDR - loss of capture was reported on this lead and it was explanted and replaced.

Manufacturer narrative:
The returned lead was subjected to extensive analysis. As part of the testing, the lead was inspected visually, electrically, and mechanically. A visual inspection showed crushing in the shape of a 360 degree stricture around the lead body, about 23 cm distal to the is-1 connector pin, which is highly likely due to a tight ligature. Cuts in the insulation were also detected in this area, which are also likely due to the explanation process. The analysis showed no additional deviations that could be linked to the clinical complaint. The electrical analysis in particular showed no irregularities. The production process for this lead was reviewed. Production documents do not show any irregularities. All production steps were executed correctly. In summary, there is no indication of a material or manufacturing defect.